Event description:
Patient (pt) admitted at outside hospital with increased fatigue, dyspena and abdominal distention. Hemolysis labs elevated. Echo (B)(6) 2023 with decreased ventricular assist device (vad) flows. Pt transferred to current hospital for insurance reasons. Pt admitted (B)(6) with abdominal distention. On (B)(6) ldh 710. On (B)(6) kidney failure occurring in the presence of hemolysis with creatinine 3.3. Chronic renal replacement therapy started. (B)(6) CT with evidence of narrowing of the vad outflow tract from 50-70 percent suggestive of bio-debris and/or thrombus. Pt urgently taken to operating room on (B)(6) for vad exchange hm2 to hm3.